Event description:
It was reported that the ventilator was not delivering or reading fio2 properly. Moreover, pressure transducer test and safety valve test failed during pre-use check. There was no patient harm. Manufacturer's ref. #: (B)(4).